Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection did not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with two (2) units of polyflux 14l, an external dialysate leak was observed. There was no patient involvement. No additional information is available.